Event description:
It was reported the patient had a return of symptoms two days prior to this report. The implantable neurostimulator (ins) had reached end of service (eos) and the ins battery was at 2.70v. Low impedances of 33 ohms was measured on contacts 2 and 3 and high impedances of 2516 ohms was measured on contacts c and 0. Therapy impedances were measured to be 63 ohms. The left subthalamic nucleus (stn) was programmed to 2+, 3- at 4.4v, 60 usec, and 160 hz. The right stn was programmed to c+, 9- at 0v, 60 usec, and 160 hz. The ins was replaced, but the impedance issue remained the same. The patient¿s healthcare professional (hcp) decided to keep the ins off until the patient was evaluated by a neurologist. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient had slight symptoms and they had met with their healthcare professional. No revision was done and the patient was reprogrammed. The patient was feeling fine at the time of this report.

Manufacturer narrative:
Product ID: 3389, serial# unknown, implanted: (B)(6) 2012, product type: lead. Product ID: neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389, serial# unknown, implanted: (B)(6) 2012, product type: lead.